Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation conclusions.

Manufacturer narrative:
It was reported that on (B)(6) 2024 when attempting to irrigate clots from a patient on a "cbi" that had clotted off the "piston syringe broke". The customer reported a new syringe was obtained after the reported issue occurred, the clot was evacuated, and "cbi continued". No additional information is available. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2024 when attempting to irrigate clots from a patient on a "cbi" that had clotted off the "piston syringe broke".